Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the primary packaging not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.